Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. Microscopic examination presented no damage or irregularities in the collar/proximal shaft weld. Microscopic examination presented no damage or irregularities in the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous vessel. A guidezilla¿ was placed. Resistance was encountered when inserting a drug eluting stent. The guidezilla¿was removed from the patient, and it was found that the shaft was separated from the collar. The procedure was completed with non-bsc catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous vessel. A guidezilla¿ was placed. Resistance was encountered when inserting a drug eluting stent. The guidezilla¿was removed from the patient, and it was found that the shaft was separated from the collar. The procedure was completed with non-bsc catheter. No patient complications were reported and the patient¿s status is good.